Event description:
Report of explant of device system due to "overdose" received via annual device tracking report. Follow up with hcp revealed a pump programming error was made resulting in the pt receiving an overdose of medication. The pt was hospitalized for this overdose. Pt recovered post event but elected to have the device system removed. Pt had uneventful post surgical recovery.